Event description:
Pre procedure the patient was on antipaltelet regimen (plavix and aspirin). Following the uneventful deployment of the stent across the internal carotid artery stenotic lesion, thrombus formation throughout the length of the stent was noted. The patient was given a bolus of reopro followed by continuous reopro infusion for twelve hours to resolve the thrombus. Plavix was substituted for ticagrelor as the patient was found to be resistant to plavix. 24 hours post procedure CT angiography (cta) showed that blood flow appeared to be restored. There was no clinical consequence to the patient due to the stent thrombosis. Five days post procedure the patient was discharged home in stable condition.

Event description:
Pre procedure the patient was on antiplatelet regimen (plavix and aspirin). Following the uneventful deployment of the stent across the internal carotid artery stenotic lesion, thrombus formation throughout the length of the stent was noted. The patient was given a bolus of reopro followed by continuous reopro infusion for twelve hours to resolve the thrombus. Plavix was substituted for ticagrelor as the patient was found to be resistant to plavix. 24 hours post procedure CT angiography (cta) showed that blood flow appeared to be restored. There was no clinical consequence to the patient due to the stent thrombosis. Five days post procedure the patient was discharged home in stable condition.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.